Event description:
Caller reported multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin while acknowledging the cartridge should not be used for more than 72 hours, as informed by technical support.